Event description:
Caller reported blood glucose results of 550 mg/dl and 379 mg/dl on the inform system and a lab result of 156 mg/dl within 10 minutes. Caller reported no patient symptoms, treatment or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.